Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 420 mg/dl at the time of incident. Customer stated they always get blood glucose level in 300 mg/dl to 400 mg/dl and get easily sick at around 250 mg/dl. Customer¿s other relevant blood glucose level was 110 mg/dl. Customer was using auto mode function. The customer was wearing the insulin pump within 48 hours of reported event. The customer was using the auto mode. Customer declined troubleshooting for high blood glucose. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. No device problem found. (B)(4).